Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 02/15/2022, a distributor of zyno medical reported a complaint on behalf of an end user. The affected device was reported to be "a broken infusion pump". On 02/18/2022, additional information was provided that "the pump does not alarm when complete. Runs air into patient when bag is empty with no alarm." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00005).

Manufacturer narrative:
The service provider provided the investigation report on 04/21/2022. The actual device was tested. All the alarms worked to specifications. The device passed the testing. The reported issue was not confirmed.